Event description:
On (B)(6) 2018, caller discovered that her continuous glucose monitor is not operating as it is supposed to. The transmitter is not communicating with her phone, because she is not able to determine the end of life notice on the monitor. She tried five times to check her blood sugar and each time the phone alerts her that the sensor has failed. Because of this incident, her blood glucose went up which is detrimental to her health. She tried reaching dexcom and the rep hand up on her, and the issue is still not resolved.